Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported problem 'will not turn on' was confirmed during inspection of the device. Evaluation determined the assignable cause to be a defective keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on. There was no known patient injury or medical intervention associated with this event. No additional information is available.